Event description:
It was reportable that the device gave a disposable alarm. No adverse effects reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device had a cracked tank cover, missing drain tube, corroded drain fitting, wear and tear damaged enclosure, front cover, line cord, and plate clip. The customer stated problem was duplicated. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.